Event description:
The event was actually on (B)(6) 2012. The medwatch online form would not let me input (B)(6) 2012. Event: after a breast biopsy, physician deployed a tissue marker to mark the sampled area in the breast. While removing the probe, the clip came out of the pt. Physician deployed a second clip after reinserting the biopsy probe. The second clip deployed correctly but was not in the correct location.